Manufacturer narrative:
No unexpected battery out limit alarms noted during testing. The device passed displacement test and off no power test. The operating currents were within specification. The device had intermittent button response on the esc button due to corroded keypad traces noted. It was also noted the battery tube and battery cap contacts were corroded. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
Customer's mother reported via phone call, the customer was going to administer insulin when he noticed the insulin pump had alarm battery out limit. Customer's mother changed the battery. Customer's blood glucose was unknown. Customer mother stated when she was attempting to set up the year on the device the up and down buttons weren't responding. Customer's doctor had also noticed that the buttons were getting stuck when the doctor was making some changes. Customer's mother didn't recall any significant event which may have caused the keypad. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.